Event description:
It was reported during an interview with the physician that after the coil (unk presidio) was placed in the aneurysm, it was not possible to detach the coil. The procedure was conducted two months before event was reported. The surgeon did not check the coil before the procedure, and there was no information available about the checking the light on the detachment box or check whether the coil was okay or not. There was no harm to the patient and no relevant procedure time extension.

Manufacturer narrative:
Please note: the catalog code entered represents an unknown presidio coil, since the catalog and lot number for the actual product used in the patient is unknown and will not be available. The product is expected, but it has not been received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After the unknown presidio coil was placed in the aneurysm, it was not possible to detach the coil. The physician did not check the coil prior to use and there was no information available regarding the pre-use checks including whether the light on the detachment box or the coil system checks were ok or not. There was no harm to the patient and no relevant procedure time extension. It was reported that no further information will be available. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The lot number of this device was reported as unknown. The reported presidio microcoil system used in the complaint is actually a micrusphere csp100300-30. The presidio microcoil system was never manufactured to the dimensions (3mmx5.4cm) that were found on this returned coil. The most likely root cause of the failure of the coil to detach was due to a fracture of the solder joint located inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. It was stated in the event description that a pre-deployment electrical check was not completed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines to verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable as outlined in the dcb IFU section, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The lot number is not known; therefore, the device history record review cannot be completed. The instructions for use outlines steps for verification of proper functioning of the device with the accessory devices prior to use. Based on the limited available information no conclusion can be made regarding the cause or the timing of the damages noted on the returned device. It is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. Therefore, no corrective actions will be taken at this time.